Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area technical operations manager (atom) reported that a hemodialysis (hd) clinic's 2008t machine was to be leaking blood internally from the back of the hydraulics cabinet and onto the floor after patient treatment. The clinic's biomedical technician (bmt) pulled the machine and noted that blood had leaked within the machine as well. Although no external blood leaks were reported on or from the front of the machine, blood residue was later found on the front of the machine. The machine has been sequestered and is out of service. A fresenius combiset was in use during the event and there was initially no allegation made against it. A fresenius regional equipment specialist (res) serviced the machine on (B)(6) 2019. The res verified that the blood pump rotor had no sharp spots and there was nothing sharp in the rotor housing. The arterial and venous lines achieved the high and low alarm limits. The res found that the conductivity alarm limits of the machine were not properly set; the limits were reset and passed self-test. The res could not confirm a machine cause of the blood loss, but stated that the most likely cause was a loose connection to the bloodlines. The machine passed all self-tests and is back in service. Multiple attempts were made to obtain additional event, patient, and machine information, but none was provided.